Event description:
On (B)(6) 2013, the patient¿s husband/reporter contacted animas on behalf of the patient to report that the patient had unexplained elevated blood glucose reading as high as 400 mg/dl. At the time of concern, the patient had symptoms including pain in the legs, neuropathy, and thirst. The patient reportedly as able to administer self treatment with bolus insulin as needed. At the time of the call to animas, the patient¿s blood glucose was at 250 mg/dl. The reporter did not want to perform any troubleshooting and refused to take the patient off of the pump as suggested by animas representative. This complaint is being reported because the patient had unexplained hyperglycemia while on insulin pump therapy. Since the animas pump could not be ruled out as a contributor to the reported incident, this complaint is being report.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.